Event description:
(B)(6) 2024: following information was received from fsa. On (B)(6) 2024 the patient underwent endovascular procedure where a (10mmx10cm) gore® viabahn® endoprosthesis with heparin bioactive surface was used as treatment for health iliac artery with a transplant renal artery pseudoaneurysm. Access was obtained with the appropriate sheath size. Viabahn device went through the sheath very easy and was placed in the straight iliac artery. Then, difficulty was experienced during deployment attempt, while pulling on the string it did not ¿unzip¿. Instead the stent kept buckling. Therefore viabahn stent was removed and a different company covered stent was placed. Device is available and will be shipped back to gore.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation.